Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional that consumer stated several lenses were found folded inside the blister packs. Despite this, they used two of the lenses. At the end of the day, while attempting to remove one of the lenses, the consumer experienced a "vacuum" effect. As a result, the consumer visited the hospital for observation and was diagnosed with a corneal tear. The prescribed treatment included ofloxacin, to be administered every six hours for one week; sodium hyaluronate, one drop six times a day; and dexpanthenol gel at bedtime, to be continued for three months. The current condition of consumer's eye was not known at the time of the report. Upon additional information received the consumer stated that the eye has not fully healed. A follow-up consultation has been scheduled, and further information will be followed up on medical record and resolution.

Manufacturer narrative:
B5: additional information has been updated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating after the follow up appointment, the eye had healed well with a layer of ¿scab¿ was still noticeable. Unknown eye drops had been prescribed to be applied three times a day. Current condition of the eye is symptoms improving at the time of this report. Additional information has been requested and will be available in the follow up consultation which is scheduled.

Manufacturer narrative:
H.3., h.6.: the sealed samples were received for further testing, and no opened product was returned for this complaint. The samples were evaluated and found to meet manufacturing specifications. The device history record for this lot have been reviewed and found to be in compliance. A trend-related investigation was performed; no trend could be identified. There was no deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).